Manufacturer narrative:
(B)(4); the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device could not be interrogated. The device case was removed to facilitate the inspection of the internal components. An ohm meter was used to measure the battery fuse and it was found to be open. Detailed analysis concluded a part within the high power module had suffered electrical overstress damage, causing the open condition and, ultimately, the inability to interrogate the device in the field. The root cause of the electrical overstress damage could not be determined.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. Magnets were applied to the device and no tones were generated. A device reset was attempted, but again no tones were produced. Premature battery depletion was suspected, and the device was scheduled for replacement after the weekend. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. Magnets were applied to the device and no tones were generated. A device reset was attempted, but again no tones were produced. Premature battery depletion was suspected, and the device was scheduled for replacement after the weekend. No additional adverse patient effects were reported.